Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the external neurostimulator (ens) found that no functionality failures were detected with the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the cause of the connection failures was ¿undetermined.¿ the issue was considered ¿resolved as no further issues had been reported¿ as of (B)(4) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient with an external neurostimulator for pain in sacroiliac joint. It was reported that there was a connection failure on #2 electrode. The lead was reconnected multiple time, however, the connection failure on #2 electrode was noted multiple times. There were no external factors that led to the issue. Electrodes 0-7 and 8-15 from the lead grooves were reconnected. The connection failure in 0-7 was unresolved, therefore 8-15 were used. There were no known factors that may have led or contributed to the issue. The lead remained implanted. No further complications were reported or anticipated.